Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and provided information on how to do so, ensuring the customer understood to reach out if the issue recurred. The malfunction did not recur after the reset, allowing the customer to continue using the pump.